Event description:
The device was return for service with the report "failure". The event history was reviewed by baxter service tech and failure code 812:02 was found. According to hospital rep, no pt injury or medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved.